Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11 corrected fields: h6 medical device problem code a getinge field service engineer (fse) was dispatched to evaluate the unit. He states, unable to replicate. Successfully completed a simulated treatment upon initially testing unit with a testing catheter and trainer without issue. Identified the gas loss alarms in the logs, correlating with the user complaints. Successfully completed an all manifold test, without issue. Ran unit on trainer and catheter and internal trigger for about 2 hours without surfacing any alarms. Drive manifold, drive and vacuum transducers, as well as pressure regulator, and internal vacuum reservoir filter from factory. Replaced drive manifold assembly, pressure transducer 30 psia, 4 cable, regulator drive and fitting, muffler,70 micron, 1/4 npt as a precaution. Black/vacuum and white/pressure tubing replaced recently. Post replacing aforementioned parts, successfully completed a full system checkout without issues. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss alarms. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4,g3, g6, h2. Corrected field-e1 (initial reporter name, event site email), e3, h6- medical device ¿ problem code , h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, unable to replicate. Successfully completed a simulated treatment upon initially testing unit with a testing catheter and trainer without issue. Identified the gas loss alarms in the logs, correlating with the user complaints. Successfully completed an all manifold test, without issue. Ran unit on trainer and catheter and internal trigger for about 2 hours without surfacing any alarms. Drive manifold, drive and vacuum transducers, as well as pressure regulator, and internal vacuum reservoir filter from factory. Replaced drive manifold assembly (0104-00-0031), pressure transducer 30 psia, 4" cable (0682-00-0091-01), regulator drive (0103-00-0633) and fitting, muffler,70 micron, 1/4 npt (0103-00-0709) as a precaution. Black/vacuum and white/pressure tubing replaced recently. Post replacing aforementioned parts, successfully completed a full system checkout without issues. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received with a reported unit failure of a gas loss alarm. Parts were replaced as a precaution. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual. No failure confirmed for any part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.